Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, patient complained about infusion set fell off due to tape not sticking. No further information available.

Manufacturer narrative:
(B)(6).